Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the patient information center ix indicating that the staff did not hear the alarm for a desaturation event. The patient was transferred to ICU and later passed away. There was no malfunction or device fault alleged by the customer; however, the customer requested assistance in determining whether the measurement limits were changed at the time of the event. Remote service engineering reviewed logs remotely, revealing there were multiple desaturation alarms for spo2<80% during the event timeframe. The field service engineer will perform an onsite visit as well. The onsite visit was canceled; therefore, no additional testing was able to be performed. The logs were requested for further review; however, they are no longer available. Based on the information available, the cause of the reported problem was not able to be established. The reported problem was not confirmed the onsite visit was canceled; therefore, information regarding evaluation, repair, and operational status are not available. No further information was provided.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the staff did not hear the alarm for a desaturation event. The patient was transferred to ICU and later passed away. There was no malfunction or device fault alleged by the customer; however, the customer requested assistance in determining whether the measurement limits were changed at the time of the event. Remote service engineering reviewed logs remotely, revealing there were multiple desaturation alarms for spo2<80% during the event timeframe. The field service engineer will perform an onsite visit as well.